Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the prosthesis had to be removed after 5 years as the glenoid sphere became loosened. No further information received. Update dw 11-mar-2024: further information were provided that only the glenosphere became loosened. The plate and screws did not have any issues but were replaced during the revision including the inlay and the glenosphere.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9145-30 batch 18.00583 was received for investigation. Functional testing doesn't apply to this device. The visual inspection indicated that the screw's hex head geometry was compromised, and nicks were also noted on the device's thread. The most likely cause of the reported failure is a particular patient event. According to dfu-0189-1 at revision 0. Precautions. 7. Deformation of the operative site, which can prevent or impede anchoring of the implant. 9. Allergic reactions to implant materials.